Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. There appeared to be a hole in one of the domes of the cassette. There is no report of patient ill effects. Sample was discarded by the patient; sample is not available.

Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within (B)(4) prior to the date of event. Batch records for the lots identified were reviewed and confirmed. There were no deviations or nonconformances during the mfg process.